Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with microstriae in both eyes. Visual acuity in right eye was 20/20 and in left 20/25. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and was happy despite the slight decrease in visual acuity. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -9.00 x -.25 x 105; left eye pre-op 20/20 -7.50 x .00 x 90.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as (B)(6) 2007, however the correct date is (B)(6) 2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.